Event description:
A report was received that the patient was experiencing soreness at the pocket site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.